Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the pga of a 5f mynxgrip vascular closure device (vcd) stayed on the white internal stylet and did not deploy correctly. The procedure was completed using manual pressure. There was no reported patient injury.the user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) of a 5f mynxgrip vascular closure device (vcd) stayed on the white internal stylet and did not deploy correctly. The procedure was completed using manual pressure. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock closed. The advancer tube was returned separated from the device, and no procedural sheath was returned with the device. The sealant was not present with the returned device, and it was inferred that a possible complete removal execution was completed in which the sealant was probably deployed. No visual damages or anomalies were observed. The sealant deployment mechanism could not be tested as the advancer tube was completely separated from the device and the sealant was not returned for this analysis. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device since the sealant was not received and the device showed a complete removal of the device. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned in a condition that showed proper complete device removal. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced since there were no anomalies noted to the device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock at the definitive stop, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.